Event description:
Rptr purchased a used scooter in 5/91. During the summer of 1991, he had several occasions without warning, where scooter would take off at a high rate of speed, even after releasing thumb control lever (where scooter should stop). The scooter kept going like a car with no brake. Rptr's last resort was to turn the key switch. This cut the power from the batteries. The last time this happened was in 10/91. Rptr had just left a crowded supermarket. After this, scooter was put away for the winter. During the winter rptr wrote MFR about this problem. Received phone call in the spring of 1992 and they said this was a dangerous problem and recommended he take the scooter for free testing. On 4/9/92 the pot assembly was replaced. The scooter worked fine until june when rptr hit a tree before he could turn the key off. This time even though rptr didn't have his thumb on the control lever, as soon as he turned the key back on, the scooter took off again. Rptr turned the key off and it stopped. This went on four times before scooter returned to normal. He took scooter back on 6/10/92, key switch was replaced. Several days later it happened again. Took scooter back and was told nothing was wrong but adjusted pot assembly. Rptr had several more incidents after this date but didn't take it in. This last was in 9/92. Rptr was on a nine inch high patio, he turned the key on and the scooter took off, and over the edge rptr went. The scooter stayed upright and rptr went half way across a lawn before he stopped it. After this, scooter was put away for the winter. Even though rptr has had no injuries because ot this problem, except for scaring him, the potential is there. This is a great product and rptr would enjoy using it again, only if MFR can solve this problem. It has rptr so scared that in the summer of 1993, rptr only used the scooter once. Note: this is an intermittent problem. On all incidences, the scooter always took off in forward, it never happened in reverse.